Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The design vendor conducted an investigation and concluded the following: they reviewed the post-op data; "the surgeon cut through the implant and supplemented it with bone cement. On 01/19/ 2018, surgeon gave the designer specific instructions on the design call to flatten the curvature of the implant by 2-3 millimeters from the mirrored contralateral side to account for sensitive skin condition. A review of the implant and defect .stl files show a standard fit type with minimal gap between the implant and defect along with the 2-3 millimeter decrease in curvature per surgeon request. Bone/interference removal was required for this implant design. The thickness of the implant is within the range specified for the fit type. The digital mold, mold of mold, and implant files were all examined and no design flaws were found. The parts were examined to ensure no gaps or overlaps existed between parts that could lead to the caste implant being too large or different from the implant design. The results of the improper fit delayed surgery by 60 minutes. However, no failure modes could be identified for this incident. Root cause of the complaint was determined to be outside of the scope of work. No issues were documented during the design, manufacturing, and final inspection procedures. Therefore, no evidence has been found during the review of the design to indicate that the design process caused incorrect manufacture of the implant for this case." Reported event was confirmed by review of radiographs. No issues were documented during the design, manufacturing, and final inspection procedures. Therefore, no evidence has been found during the review of the design to indicate that the process caused incorrect manufacture of the implant for this case. It was reported the implant had to be split and resulted in a bad fit; this can be seen in the intra-operative pictures and scans provided. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of a manufacturing defect. Root cause was unable to be determined. One potential cause is the surgeon requested the curvature of the implant be reduced 2-3 millimeters from the mirrored contralateral side to account for sensitive skin condition. Other potential causes could be due to changes in the patient¿s anatomy after the CT scan was taken or improper bone removal. The instructions for use (IFU) for this product states in the warnings section that ¿this device has been designed to fit the defect existing at the time of the CT scan and implant fabrication. Changes in the patient¿s anatomy occurring after the CT scan as well as the use of the implant after such changes may result in a suboptimal fit within the defect. Improper selection, placement, positioning, and fixation of the htrò polymer implant can cause a subsequent undesirable result. The surgeon is to be familiar with the implant and the surgical procedure prior to performing surgery. Intraoperative shaping and sizing of the implant can be critical to the cosmetic success of the procedure, as improper shape and size can result in a noticeable undesirable prominence or possible disfigurement at or near the implant site.¿ a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the device remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the implant did not fit on left side. The cut edges were okay, the curvature of the implant was according to the surgeon was not correct. The implant was cut through and supplemented with bone cement. There was a sixty minute delay to the procedure. No additional patient consequences were reported.